Event description:
The resident was being transferred from the chair to bed with the maximove and the new loop amputee sling. There were two staff in the room, one was getting something and the other staff reached down and behind the resident to turn off the chair alarm. The resident leaned forward and fell out of the sling. The caregiver that was getting something saw her and tried to catch her which saved her from injury but she did hit the floor. Fortunately she rolled over on her back and started laughing. She was sent to the emergency and had a CT scan that showed no injury. Reference MFR # 9681684-2013-00090.